Event description:
It was reported that "the frame on the rollator is broken on the right side near the seat".

Manufacturer narrative:
It was reported that "the frame on hthe rollator is broken on the right side near the seat". Customer noticed this when "walking down her ramp and the front wheel bent out." There were no reports of death, serious injury, medical intervention, or follow up care. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this is a reportable event. If additional information becomes available this report will be reopened and reevaluated.